Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they lost ECG tracing during an event and only could obtain a dashed line. Power cycling the mrx would return functionality. There is no indication of negative patient impact.